Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6)2020, in order to place a longer abetment on the fixture due to skin overgrowth at the implant site. The patient has resumed use of the device.